Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the performance of an electrical or electronic component was found to be inadequate. The cause is traced to component failure, expected or random component failure without any design or manufacturing issue due to electrical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited static noise in the image. There was no patient involvement.